Manufacturer narrative:
Citation: nordmeyer j pre-stenting with a bare metal stent before percutaneous pulmonary valve implantation: acute and 1-year outcom es.heart. 2011 jan;97(2):118-23. Doi: 10.1136/hrt.2010.198382. Epub 2010 oct 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding feasibility and safety of presenting with a bare metal stent (bms) before percutaneous pulmonary valve implantation (ppvi), and its impact on haemodynamic outcomes and incidence of ppvi stent fractures. All data were collected from multiple centers between september 2005 and june 2008. The study population included 108 patients (predominantly male; mean age 22 years), all of them were implanted with medtronic melody prosthesis. The serial numbers were not provided. Among all patients in-hospital, 30-day, 12-months and 24-months mortality were reported. Deaths was reported in two patients in the ¿percutaneous pulmonary valve implantation only¿ group (sepsis after chest infection at 2 months in a patient with multiple co-morbidities, n=1; presumed arrhythmia at 24 months in a patient with pulmonary hypertension, n=1) and in two patients in the pre-stenting group (presumed arrhythmia at 8 months in a patient after rastelli repair, n=1; pulmonary edema at day 1 in a patient with critical recoarctation and right ventricular outflow tract (rvot) obstruction who was treated in cardiogenic shock, n=1).one-year post-implant, 3 deaths were reported due to unspecified causes. None of these deaths were attributed to medtronic product. Among all patients adverse events included: right ventricle conduit rupture, damage to tricuspid valve chordae, arrhythmia, stent stenosis, rvot pseudo-aneurysm, endocarditis, rvot obstruction with increased gradient requiring a repeat ppvi, and pulmonary edema. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. Among all patients device malfunctions included: stent fracture. Based on the available information, a direct correlation was likely between the observed product problem and medtronic product. No additional adverse patient effects or product performance problems were reported.